Event description:
A trilogy evo ventilator was reported by the customer to be unavailable for clinical use because it failed the internal leak test. There was no harm or injury reported. The customer has requested bench repair for the alleged issue. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.